Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was good. Analysis identified the light exiting the connector face was distorted, indicating a fractured connector. During the functional testing, it was identified that the aiming beam was weak. The console displayed a message that read: treatments used: treatments left: 9. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the customer mentioned that the blast shield was damaged. It is likely that the interaction between the fractured connector and the blast shiel caused the abnormal sound that was heard. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser lithotripsy procedure, an abnormal sound was heard. It was found that both the fiber and debris shield were damaged. The procedure was completed with another fiber and debris shield replacement without patient complications. Analysis of the returned device identified a fractured connector.